Manufacturer narrative:
Continued: section e phone: (B)(6). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, the additional information indicated "almost none" in response to whether suction was applied during hemospray application, suggesting that some suction was applied. The instructions for use state: "to avoid potential endoscope occlusion, do not aspirate powder into endoscope channel. Scope suction can be turned off or disconnected temporarily to avoid accidental aspiration of powder into the endoscope channel, which may cause endoscope occlusion." This is the most likely cause for the reported observation. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. There have been a total of 2 reported occurrences of this nature during the time period reviewed. Therefore, this report represents an unusual occurrence. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: based on the information provided that suction was applied during the hemospray application, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Continued: section e phone: (B)(6). The investigation is on-going. A follow-up emdr will be submitted within 30 days of receipt of new information.

Event description:
During an endoscopic hemostasis procedure in the digestive tract for a bleeding duodenal ulcer, the physician used a cook hemospray endoscopic hemostat. It was reported that after completion of the procedure, bedside cleaning of the endoscope (olympus) was initiated. The air/water channel adapter was attached, and an attempt was made to flush the nozzle. A blockage inside the nozzle was confirmed [powder enters endoscope channel and solidifies - subject of report]. This was identified post-procedure. There was no patient involvement and no impact to the patient.